Event description:
Per the surgeon, the patient experienced soft tissue complications and was prescribed oral antibiotics (date not reported). Revision surgery was performed on (B)(6) 2014 due to skin overgrowth. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.